Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the device lot number was 9xk with supplementary information number ¿29¿. The guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. The device history record for the lot number indicated no abnormality consistent with the events reported below. The guide wire tip is connected properly. There are no cracks in the guidewire tip. No deformities in the basket wire. The instruction manual contains a warning to the user regarding this event. <contents of description> (drawing number:gk5909, revision number : 20) when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument. A likely cause of a problem might be the guidewire near the tip region was bent for some reasons. That caused the adhesion peeling between the guidewire tip and the basket wire. As a result, the guidewire tip came off. However, the cause of the reason could not be identified.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus singapore (osp) that during endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device, nurse found tip of subject device dislodged.the nurse had crushed the stone and withdrawn the basket from the scope. The guidewire remained in the common bile duct stone (cbd). The nurse then noticed the plastic tip to be missing. The nurse then pulled out the guidewire and found the missing tip on the guidewire.there was no report of patient injury associated with the event.